Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 585 mg/dl associated with an alleged radio frequency (rf) communication issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the channel had not been changed five values above/below the previous channel. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy as a result of use error.